Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while being applied at the gastric sleeve, the stapler was unable to fire. The surgeon was able to press the green button and able to squeezed the handle but the reload jammed. There was no patient injury.